Event description:
The caller reported experiencing alarm 2 followed by alarm 26, indicating a persistent occlusion issue. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer was using cold, lyumjev insulin. Tandem customer technical support informed customer that lyumjev is off label and that insulin should be at room temperature before filling a cartridge per user guide. Technical support advised several troubleshooting steps, including disconnecting the tubing, tightening components, and delivering boluses, ultimately leading the customer to agree to replace supplies as needed and resume insulin usage.